Event description:
It was reported that the patient underwent an ipg replacement procedure due to inadequate stimulation. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred a few months from the date the manufacturer became aware.